Event description:
It was reported that during a da vinci-assisted malignant with implant recon nipple staring mastectomy surgical procedure, the monopolar curved scissor (mcs) tip was dislocated. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the da vinci product with an alleged issue to perform failure analysis; however, failure analysis still pending.